Event description:
It was reported that an malleable penile prosthesis cylinder ruptured. No further information has been reported.

Manufacturer narrative:
B5 approximated.

Event description:
It was reported that an malleable penile prosthesis cylinder ruptured. No further information has been reported.

Manufacturer narrative:
B3 approximated. Updated evaluation conclusion codes h6. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.